Manufacturer narrative:
The field service engineer noticed a signal drift at the ss and fl3 channel locations. The field service engineer replaced the tarpon amp boards at the affected locations to resolve the issue. Bec is filing an MDR for this event based on the FDA classification of the 08 jan 2018 urgent medical device recall as a class I recall on 20 nov 2018 (recall number z-0471-2019 for fc 500; recall number z-0472-2019 for epics xl/xlmcl). Bec internal identifier (B)(4).

Event description:
During the performance of a preventive maintenance, the field service engineer (fse) noticed a signal drift at the ss and fl3 channel locations. There was no report of death, injury, or change to patient treatment as a result of this event